Manufacturer narrative:
It was reported that customer called in stating when he received the product they are not very good quality much thinner than before. The leg elastic around the legs is also very loose and causing leakage.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, customer called in stating when he received the product they are not very good quality much thinner than before. The leg elastic around the legs is also very loose and causing leakage.